Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - during implantation of a size 40 sphere, the tip of the t-handle broke off inside of the implant which caused the surgeon to have waste an implant. He thinks that the handle broke before impaction.

Manufacturer narrative:
Corrected data: see d.4. Manufacturer nrrative: the reason for this instrument failure was reported as broken tip of the t-handle. The possible time in service of the main contributor of this complaint is 3 years and 6-8 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a twenty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows three prior complaints filed against the instruments item number that reports a similar failure. Those are 2 - broke/cracked/damaged, 1 - threads damaged/galled. Database also shows one prior complaint filed against the instruments item number that reports a similar failure. However, the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, the threaded tip of the glenoid head inserter/impactor has sheared off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.